Manufacturer narrative:
Eval: results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had discomfort, and was not receiving pain relief from one of her occipital leads (off-label use). The physician explanted the lead on 12/01/2011. No further complications were reported.